Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the entire monitor screen showed vertical noise and the endoscopic image could not be seen. However, the image malfunction did not occur after that. The device was repaired in november 2020 due to an image system abnormality. The device was sent to omsc for further investigation. Omsc inspected the device and confirmed the following; the reported phenomenon was not reproduced, but vertical noise was displayed on the entire monitor screen. The bending section rubber was scratched. The adhesive on the bending section rubber was chipped. The reported event may have been caused by a defect in the connector board, as the image anomaly occurred when the video connector was heated with warm air. Damage to the connector board may have been caused by the following causes: accumulation of electrical stress due to repeated energization of the connector. Accidental overcurrent such as application of static electricity or electric leakage. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the laparoscopic cholecystectomy, the entire screen became black. When the user cycled the power of the olympus video system center otv-s300, the issue was resolved and the user completed the procedure with the device. There was no report of patient injury associated with the event.